Manufacturer narrative:
The insulin pump was received with moisture damage found on the lcd board. However, the insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated that there are cracks on the left top corner. Customer stated that she dropped the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 300 mg/dl. The customer reported that the device was exposed to water. The customer reported that there is fluid under lcd display. The customer stated that the pump was dropped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.